Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 9392507 510k# k172199 and upn (B)(4) is available for the market. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spinal canal stenosis and nerve root symptom at l4/5/s levels and underwent transforaminal lumbar interbody fusion (tlif) surgery. During surgery, the cage broke during insertion. The product came in contact with the patient. There was a delay of less than 60 minutes in the procedure time as a result of this event. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and macroscopic examination confirms the nose of the crescent implant where it interfaces with the inserter has broken off. Macroscopic examination of the lower implant revealed material deformation consistent with excessive force. Examination of the fracture surface reveals a fairly brittle fracture surface, with rays emanating away from the area of crack propagation, and no indication of fatigue. The location and nature of the fracture, in addition to the implant nose damage is consistent with material overload during insertion as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.